Event description:
It was reported that balloon rupture occurred. The target lesion was located in the heavily calcified proximal right coronary artery (rca). A 2.50mm x 12mm maverick²¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres, the balloon popped. The device was safely and completely removed from the patient. Subsequently, the physician replaced the device with a 3.0x15 nc quantum apex balloon catheter which was inflated twice at 14 atmospheres and third inflation at 16 atmospheres. The procedure was completed with implantation of a 3.0x38 and 3.5x12 promus premier stents for a great result. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).